Event description:
Procedure type: roux-en-y. According to the reporter: the anvil would not tilt and was hard to remove the device from the anastomosis. A new instrument was used to complete the procedure. Surgery time was extended ten minutes as a result. No tissue damage and no blood loss reported.

Manufacturer narrative:
Initial report sent: 10/16/2008.